Event description:
It was reported that the patient request for explant due to pain at sight.

Manufacturer narrative:
The device was received with no telemetry and end of life (eol) levels. Analysis performed, indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The implant duration exceeds the projected longevity indicating normal battery depletion.